Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, an enterprise2 4mmx23mm vascular reconstruction device (encr402312, 9597732) was advanced in place and started to release. When the stent was about half released, it was found that distal markers of the stent could not be fully opened. The doctor retracted the stent and released the stent again, but it was with the same issue. The doctor withdrew the stent and intended to release the stent for the third time, but the stent was impeded in the tip of a prowler select plus 150/5cm microcatheter (606s255x, 31586957) and could not pass through the microcatheter (mc). The doctor removed the stent and microcatheter from the patient, then switched new devices to complete the surgery. There was no patient injury reported. Additional event information received on 13-nov-2025 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. The stent did not appear damaged. There were no vessel or aneurysm factors that may have contributed to the incomplete expansion. No additional intervention was performed to attempt to expand the stent. There was no blood flow restriction. There was no procedure delayed/prolonged due to the event. There was no evidence of physical material within the devices. The prowler select plus microcatheter did kink/bend. There was no excessive force used with the devices. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A manufacturing record evaluation was performed for the finished device (B)(4) number, and internal action related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Warning: never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, an enterprise2 4mmx23mm vascular reconstruction device (encr402312, 9597732) was advanced in place and started to release. When the stent was about half released, it was found that distal markers of the stent could not be fully opened. The doctor retracted the stent and released the stent again, but it was with the same issue. The doctor withdrew the stent and intended to release the stent for the third time, but the stent was impeded in the tip of a prowler select plus 150/5cm microcatheter (606s255x, 31586957) and could not pass through the microcatheter (mc). The doctor removed the stent and microcatheter from the patient, then switched new devices to complete the surgery. There was no patient injury reported. Additional event information received on 13-nov-2025 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. The stent did not appear damaged. There were no vessel or aneurysm factors that may have contributed to the incomplete expansion. No additional intervention was performed to attempt to expand the stent. There was no blood flow restriction. There was no procedure delayed/prolonged due to the event. There was no evidence of physical material within the devices. The prowler select plus microcatheter did kink/bend. There was no excessive force used with the devices.